Event description:
It was reported that during procedure, the patient received inappropriate shock from their implantable cardioverter defibrillator due to inappropriate magnet response. No intervention was performed. The patient was stable.